Event description:
Baxter reports leaking homechoice set. Reportedly, a home pt noted fluid leaking from the door of a homechoice machine while in cycle 2 of apd treatment. The exact point of leakage of the cassette could not be determined. The pt ended therapy at that time and set up with new supplies. A machine swap was initiated. Baxter affiliate reported no pt injury or medical intervention as a result of incident.